Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode detached from instrument and not returned. In addition the upper jaw was found damaged. Visual inspection under magnification was performed and evidence of active rod was noted. Testing found a short on the device when the jaws are fully or partially closed, causing a "¿reposition jaws and reactive¿" message. Then, the "replace instrument" screen would be displayed after receiving the "¿reposition jaws and reactive¿ ¿message twice. The active rod touches the jaws when they are closed. The active rod to jaw contact creates an electrical short and a yellow screen alert, preventing the device to work with the generator.

Event description:
It was reported that during an unknown procedure, an error occurred and the electrode peeled away. X-ray was performed and the fragment was found and retrieved from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device, it seems the ceramic was not damaged.